Event description:
It was reported to boston scientific corporation that a patient (age, weight unknown) underwent a therapeutic hydrothermal ablation procedure in 2008. Approximately 30 seconds into the hysteroscopy phase, the physician noticed that there was a perforation. According to complainant, it is believed that the perforation was caused by either the sound or the dilator. The physician indicated that the perforation was due to the stenosis of the cervix coupled with bicornuate uterus. The procedure was aborted. No treatment was required and the physician felt that it would heal on its own.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation since it was disposed of; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. Two possible lots have been identified for the device. A review of the device history record (DHR) was performed on these lots; no evidence of a manufacturing - related potential cause for this type of event was found. A search of the complaint database for similar complaints was conducted; no similar complaints have been recorded for these lots. The hta users manual indicates uterine perforations are listed as a potential adverse event.